Event description:
Through review of medical article "evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results", corresponding author ibrahim halil demir, the following event was identified as pertaining to an edwards device: all participants in the study had a diagnosis of tetralogy of fallot (tof) and had previously undergone surgical repair with a transannular patch. One patient received an unknown sapien xt valve in pulmonic position. The patient presented with mild tricuspid regurgitation (tr) before pulmonary valve implantation and developed moderate tr from day 1 post-procedure due to tricuspid valve damage associated with the procedure. At the 1st-year follow-up, mild pulmonary regurgitation (pr) was added to moderate tr. By the 15th month, severe tr and moderate pr were observed. Additionally, the patient became clinically symptomatic and subsequently underwent surgical pulmonary valve replacement and tricuspid repair.

Manufacturer narrative:
Article reference: odemis, e., celikyurt, a., kizilkaya, m. H., & demir, I. H. (2026). Evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results. Pediatric cardiology, 47(1), 362-374. Https://doi.org/10.1007/s00246-025-03776-x investigation is ongoing.